Manufacturer narrative:
Conclusion: as per FDA feedback of (B)(4) 2009, this event must be reported. No pt injury reported.

Event description:
Remediation-physician eval: during a procedure to coil embolize and stent on unruptured left opthalmic aneurysm, the physician noted several instances of vessel spasm while using the 053 neuron delivery catheter. After a brief delay the procedure was successfully completed. Post procedure examination of the catheter showed no damage or deformation to the device.